Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. So requesting to cancel mfg report in database 2249723-2025-0002684.

Event description:
It was reported that during preventive maintenance by getinge fse cardiosave intra-aortic balloon pump (iabp) had issue with retractable ac cord need replacement. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.